Event description:
It was reported during a tonsilectomy and adenoidectomy that the physician was using coblator ii surgery system and an evac 70 xtra plasma wand. Intra-operative it was discovered that neither the ablation or coagulation functions were working. Details regarding if and how the procedure was completed were not available, however, no pt injuries or complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).